Event description:
Shiley received report that patient with 60 degree convexo-concave heart valve died unrelated to valve. Valve was removed at autopsy and sent for examination, which revealed "the left outlet strut inflow side was observed to be cracked by means of 20x stereo light microscopic inspection."

Manufacturer narrative:
No medwatch report was received from the user facility. The valve was examined and both legs of the outlet strut were found to be intact. However, the valve examination report indicated "the left outlet strut inflow side was observed to be cracked by means of 20x stereo light microscopic inspection." According to the valve examination report, wear patterns, scratches and instrument marks typical for valves implanted for periods greater than twenty-nine years were noted on the outlet strut, inlet strut, flange inner diameter, rims and disc.